Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the pt could not locate her ipg during charging. She has stimulation but the battery level is low. The pt's ipg is shallow. She tried adding space to locate her ipg but was unsuccessful. Her programmer communicates normally. A new charger was sent to the pt. No further info is available at this time.